Event description:
Report received from (B)(6) stating that the device had a hole in the hose. It is unknown if the device was used in surgery. It is unknown if injuries or medical intervention were reported. No additional information is available.

Manufacturer narrative:
The device has been received by (B)(4). The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).